Manufacturer narrative:
The device was not returned for analysis. An event of migration or expulsion of device and perivalvular leak was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported event appears to be related to procedural circumstances. However this cannot be confirmed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, after full release of the valve and during removing of the flex-nav system the valve moved on the non-coronary (nc) side into the sinus. The distal part (radiopaque tip) was already in the stent frame of the valve as the valve moved up. It was decided to leave the implant in that position (no snaring, no second implant) despite a moderate leak on the left side. The patient remained hemodynamically stable and the gradient was 2 and also verified via echocardiogram. After two days the patient still does very well and remains stable.